Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating initial factory state). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. No further investigation required. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced "thirst" and was unable to self-treat, requiring third-party administration of an insulin injection (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.